Event description:
It was reported that the interaction panel of the ventilator would not power up when the device booted. The incident did not occur during ventilation. The device alarmed visually and acoustically. Replacing the motherboard resolved the issue. Investigation is ongoing.

Event description:
It was reported that the interaction panel of the ventilator would not power up when the device booted. The incident did not occur during ventilation. The device alarmed visually and acoustically. Replacing the motherboard resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.